Manufacturer narrative:
Medwatch submitted to the FDA on 20/mar/2019. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon shell was noted to be discolored, as it was blue in appearance. Brown particles were noted in the valve channel and center patch. A valve test was performed and the flow of water was continuous and unobstructed. An air leak test was performed and leakage was observed from one opening on the anterior portion of the balloon shell. Under microscopic analysis the opening on the anterior portion of the shell was noted to have striated edges, consistent with damage from a surgical tool. Nine openings were noted on the posterior portion of the shell. All openings were noted to have striated edges, consistent with surgical damage from device removal activities. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had noted "there were leakage." Patient had blue urine. The device was removed.